Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2023 due to pain. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per the surgeon the patient's arthritis could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with the placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.